Event description:
Per the info provided to co by the physician's office. The device was removed due to an "inability to inflate properly." As reported to co, the entire device was removed and replaced with a malleable penile prosthesis, produced by the same MFR.